Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was evaluated. The customer reported issue was confirmed as cut in the cable was observed. In addition, the connector tip was found smashed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera had a cut in the cable. The issue occurred during an unspecified procedure. There were no reports of patient harm. Cut in cable. Cutover y/ny.